Manufacturer narrative:
The insulin pump had an act and up arrow buttons did not responding due to corroded keypad traces. No scrolling numbers display anomaly noted. The insulin pump passed idle current test. We were unable to perform run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to button keypad anomaly. No display anomaly noted. The insulin pump had cracked display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4) .

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers were ramping up on the insulin pump when attempting to bolus. Customer also reported a battery test failed message when the battery was removed. Customer's blood glucose was 150 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.